Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: granuloma: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Calcification: observed white calcification on the surface of the shell additional observations: observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, and seroma late diagnosed by ultrasound. Healthcare professional later reported granuloma, and dystrophic calcification. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and seroma late. The device has been explanted and replaced with non allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d6a.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and late seroma diagnosed by ultrasound. Pathology results showed seroma, granuloma and dystrophic calcification. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional later reported left side granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ calcification: not observed calcification on the surface of the shell on the provided photos. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.